Manufacturer narrative:
Investigation conclusion: retention and returned products were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (212.6iu/ml, 215.2iu/ml, 221.9iu/ml). The testing results indicated that all strips yielded correct positive results on qc cut-off standard and high hcg clinical urine sample. False negative results were not observed. Product met qc release specification. Manufacturing batch record review did not uncover any abnormalities. The reported complaint could not be replicated with either returned or retention product. Therefore, a root cause could not be determined based on the information provided. This issue will continue to be monitored through incoming complaints. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving one false negative hcg result using a fisher - sure-vue hcg serum/urine test. Serum hcg confirmatory testing indicated the patient was positive for pregnancy. Although requested, no additional information was provided.